Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported attempt to flush and aspirate line completely blocked PICC removed kink observed at 7cm. Inserted (B)(6) 2024 at 0cm at skin. No other information was provided. Additional information 06/12/2024: patient impact- PICC was in situ for less than 24hrs, had to be removed and new PICC inserted, delays in receiving IV medication. PICC is used- blood contamination.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the catheter. A kink was observed at the 7cm depth marking. Microscopic inspection of the kink revealed the catheter shaft was severely compressed and wear marks were observed around the kink. The compressed catheter shaft, wear marks, and location of the kink were consistent with damage caused by compression and kinking of the indwelling catheter shaft. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported attempt to flush and aspirate line completely blocked PICC removed kink observed at 7cm. Inserted (B)(6) 2024 at 0cm at skin. No other information was provided. Additional information 06/12/2024: patient impact- PICC was in situ for less than 24hrs, had to be removed and new PICC inserted, delays in receiving IV medication. PICC is used- blood contamination.